Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level of above 600 mg/dl resulting in diabetic ketoacidosis (dka). Customer required assistance addressing bg level with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy.